Event description:
Initial information received from a consumer on (B)(6) 2010: a currently (B)(6) female initiated two treatments with injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] in order to increase her mid-face volume. Prior to receiving injection poly-l-lactic acid on an unspecified date, she tried idebenone (prevage) and experienced a rash type reaction with the product that had mostly cleared up by the time injectable poly-l-lactic acid was initiated but she did have some inflammation. In 2007 she received her first treatment but was unsure where she was injected. Directly after receiving the injections, she experienced hives and bumps all over her face that were swollen, itchy, hot to the touch and painful. She contacted her physician who told her not to worry about it because she could not have an allergic reaction to injectable poly-l-latic acid. She was given fluticasone propionate (cutivate) to apply to her face and the reaction cleared up in about a week or so. She did not have any further problems that year and she liked the results. In (B)(6) of 2008, she received a second injection with 1 whole vial of injectable poly-l-lactic acid. She had gone back to a doctor that had been trained in order to have the injections. The doctor was aware of her first reaction to injectable poly-l-lactic acid but also told her that an allergic reaction was not possible and saw no problems with doing the injections again. After she received her second injection, her skin went haywire. She suffered through bumps, hives and eruptions that would drain and peel and then heal up but then start all over again. It then started coming in episodes. She had seen several dermatologists over the past 2 years. One physician counted 40 bumps on one side of her face and 13 bumps on the other side. The bumps were described as very small to pea-size (less then 5mm and greater than 5mm) for a total of 50-60 visible nodules. She had a cobblestone effect from the injections and underwent intralesional steroid injections. In 2009 she underwent a photofacial and her face really flared up again afterwards. She now reported that the episodes are getting progressively worse and better. She went on to explain are less in intensity now but the healing process takes longer and the skin is not getting back to normal like it did after her first reaction. When she has an episode, her hot spots flare up, drain, peel and look very inflamed otherwise the hot spots appear like an acne breakout with small bumps and redness. She said that it is always in the same areas that react in an episode which is why the physician calls them hot spots. She also has hypopigmentation and reports that some areas are raised. She is also scarring more easily. She had been treated with multiple cycles of oral steroids for 5-10 days per cycle and had intralesional steroid injections. The treatments given were not used to preclude permanent impairment of a body function or damage to body structure nor was any surgical intervention including a biopsy performed. The last bad episode was in (B)(6) 2010. Currently, she has loss of pigmentation in some areas but most of her skin is clear. The hot spots are red and have small bumps and her skin texture seems different. She also gets heat in her neck, feels like her immune system is down and she feels tired a lot. Additionally, there was no evidence of a systemic process and the consumer did not consider the adverse events to be irreversible. The consumer characterized the adverse events as being protracted and prolonged but reported that there was no permanent impairment of a body function or structure. She also did not have any history of immunological or collagen-vascular disease. Concomitant medications were not provided. No further relevant information reported.